Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported errors 23097. The isi fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed a failure analysis. The failure analysis replicated the reported 32097 errors. Remote fe review confirmed errors 32097 pointing to the parallelogram. The unit was installed on the system, and it triggered the 32097 error on startup, pointing to the parallelogram. The parallelogram fiber cable was swapped with a test one and the usm started up in normal mode. The original fiber cable was put back for aba testing and the 32097 error was triggered again. As a fix, the parallelogram will be replaced. The unit passed carriage/axes controller, motor (acm) fan, led test/brightness, direction y/p/I, carriage switches, carriage lissajous, chipencoder virtual absolute (cva) characterization, sensors check, brake release, brake hold, and advanced brake check. The complaint regarding recoverable fault was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer-reported issue. This complaint is being reported due to the following conclusion: it was alleged that a usm was faulting after the start of the procedure. The surgeon was able to recover the fault and proceed with the case. However, isi fse went on-site and was able to reproduce error 32097. Isi received the usm part, and the failure analysis investigation confirmed and replicated the faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, a recoverable fault had occurred on the system. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) after the procedure to report this issue. The logs confirmed 32097 errors on arm 2. The site was able to recover the error and complete the case. The procedure was completed with no reported injury. The customer contacted the isi tse the next day and stated that arm 2 was faulting while moving the patient side cart (psc) from one room to another. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the da vinci coordinator stated that the system was power cycled, and the issue was resolved. The procedure was completed robotically with no injury to the patient.